Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there were intermittent suction alarms that continued even after giving the patient albumin and fluid. The patient also experienced episodes of premature ventricular contractions, but they resolve on their own. Echocardiography was completed due to suction alarms despite fluid given, and the impella position appeared adequate. It was advised to the medical staff to perform another echocardiogram, if suction persists, and ensure the inlet is in mid-ventricular space, away from left ventricular structures. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.